Event description:
On (B)(6) 2011, patient reported the infusion cannula was bent to a 45 degree angle after the headset was removed. There were no issues noted with the preparation or insertion of the infusion set. There was no insulin leakage. Patient did not experience higher than normal blood glucose values. Insertion device was used to insert the headset, and the headset was in use for 3 days when this was noticed. No product was requested for evaluation. Product was replaced. The patient did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.